Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette sensor was defective. The event occurred during testing, with no patient involvement or harm reported.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the cassette sensor was defective, confirmed through, cassette insertion test. Replaced, cassette detection sensor. Uso seal bubbled confirmed based on visual inspection test. Upon further investigation, found additional issues. Replaced battery compartment. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.